Event description:
Emts connected the device to a pt described as in full arrest through quik-combo pacing/defibrillation/ECG electrodes. Reportedly, the device displayed 'monitor' and a device analysis of pt ECG could not be performed as a result. Electrodes were replaced twice in unsuccessful attempts at correction. Another crew arrived on scene and connected their device of same model to the pt through the same electrodes. This device reportedly also displayed 'monitor', preventing analysis. An als crew arrived on scene and connected their manual defibrillator to the pt. The pt was defibrillated with the manual device. The pt was not resuscitated.